Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 concurrently with lysis of adhesions. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with concurrent hysterectomy on (B)(6) 2010 due to stress urinary incontinence and uterine prolapsed. Following insertion the patient experienced pain, erosion, extrusion, urinary problems, dyspareunia, vaginal scarring and other: uterine prolapse. On (B)(6) 2013 excision of vaginal mesh sling was performed due to vaginal mesh erosion, painful sexual intercourse, mesh exposure, urinary frequency and urgency.